Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 695931) for female sterilization. The patient had a medical history of paratubal cyst, obesity, leukocytosis, abdominal pain, parity 4, multi gravida, dyspareunia, pelvic pain, ovarian cyst, uterine fibroid and right lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2586 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy; removal of essure, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: diagnosis: screen-fetal retardation supervis oth normal preg abn find antenatl screen excess fet grth-antepart. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: clinical history: essure placement there are no pathologic filling defects or contour abnormalities. Both fallopian tubes are obstructed at the infundibulum with bilateral essure devices in place. The proximal end of the inner coil of both devices is less than 3 cm from infundibulum in keeping with satisfactory placement. Impression: satisfactory placement of bilateral essure devices without spillage. [Pathology test] on (B)(6) 2017: specimens a uterus, uterus, cervix, tubes and right ovary final diagnosis a. Uterus, cervix, right ovary and bilateral fallopian tubes; hysterectomy, salpingectomies, and oophorectomy (819): cervix: benign cervix with benign bartholin gland cysts, negative for atypia or malignancy. Endometrium: hyalinized and reactive endometrial surface without identifiable epithelium, consistent with prior ablation procedure. Myometrium: benign myometrium without significant pathologic alteration. Right ovary: benign ovary with benign follicular cysts and hemorrhagic corpora lutea, negative for atypia or malignancy. Bilateral fallopian tubes: benign bilateral fallopian tubes with benign paratubal cysts and metallic clips grossly identified within the lumina, consistent with prior sterilization procedure; negative for atypia or malignancy. Gross description: the specimen is bivalved to reveal a cervix showing a few small clear mucus filled cystic structures. He left fallopian tube with fimbriated end has a length of 6.8 cm and ranges from 0.5 cm to 0.7 cm in diameter and exhibits multiple adherent smooth lined clear fluid and mucus filled cystic structures measuring up to 0.2 cm in greatest dimension. The right ovary exhibits a white tan pink smooth outer surface, and measures 3.7 x 2.3 x 1.9 cm and upon cut section exhibits multiple orange tan to clear fluid filled smooth lined to hemorrhagic cystic structures, which measure up to 1.7 cm in greatest [ultrasound pelvis] on (B)(6) 2012: ultrasonography - female pelvis clinical history: right pelvic pain with strain. Status post recent endometrial ablation 3 months ago. Essure- devices placed 1.5 years ago. Findings: essure devices in place bilaterally; on (B)(6) 2017: indication: chronic pelvic pain. History of ablation and essure findings: bilateral essure devices noted. Impression: : essentially-unremarkable-examination. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 695931) for permanent contraceptive tubal implant. The patient had a medical history of paratubal cyst, obesity, leukocytosis, abdominal pain, parity 4, multi gravida, dyspareunia, pelvic pain, ovarian cyst, uterine fibroid and right lower quadrant pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 2586 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy; bilateral salpingectomy; removal of essure,cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: diagnosis: screen-fetal retardation supervis oth normal preg abn find antenatal screen excess fet grth-antepart. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: clinical history: essure placement there are no pathologic filling defects or contour abnormalities. Both fallopian tubes are obstructed at the infundibulum with bilateral essure devices in place. The proximal end of the inner coil of both devices is less than 3 cm from infundibulum in keeping with satisfactory placement. Impression: satisfactory placement of bilateral essure devices without spillage. [Pathology test] on (B)(6) 2017: specimens a uterus, uterus, cervix, tubes and right ovary final diagnosis a. Uterus, cervix, right ovary and bilateral fallopian tubes; hysterectomy, salpingectomies, and oophorectomy (819): - cervix: benign cervix with benign bartholin gland cysts, negative for atypia or malignancy. - endometrium: hyalinized and reactive endometrial surface without identifiable epithelium, consistent with prior ablation procedure. Myometrium: benign myometrium without significant pathologic alteration. - right ovary: benign ovary with benign follicular cysts and hemorrhagic corpora lutea, negative for atypia or malignancy. - bilateral fallopian tubes: benign bilateral fallopian tubes with benign paratubal cysts and metallic clips grossly identified within the lumina, consistent with prior sterilization procedure; negative for atypia or malignancy. Gross description: the specimen is bivalved to reveal a cervix showing a few small clear mucus filled cystic structures. He left fallopian tube with fimbriated end has a length of 6.8 cm and ranges from 0.5 cm to 0.7 cm in diameter and exhibits multiple adherent smooth lined clear fluid and mucus filled cystic structures measuring up to 0.2 cm in greatest dimension. The right ovary exhibits a white tan pink smooth outer surface, and measures 3.7 x 2.3 x 1.9 cm and upon cut section exhibits multiple orange tan to clear fluid filled smooth lined to hemorrhagic cystic structures, which measure up to 1.7 cm in greatest [ultrasound pelvis] on (B)(6) 2012: ultrasonography - female pelvis clinical history: right pelvic pain withstrain. Status post recent endometrial ablation 3 months ago. Essure- devices placed 1.5 years ago. Findings: essure devices in place bilaterally; on (B)(6) 2017: indication: chronic pelvic pain. History of ablation and essuré findings: bilateral essure devices noted. Impression: : essentially-unremarkable-examination. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.